Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure and a sling procedure during 2007. Both procedures was uneventful. Post-opertively, there was a miscommunication regarding physician orders. When the patient could not void, the nurse thought to turn up the intraveneous fluids instead of catheterizing the patient. The patient's bladder ended up overdistened. The patient was catheterized for 250cc. The patient underwent a voiding trial, but was unable to void. The patient was sent home with a catheter in place which was removed in 2007. The patient now has severe stress urinary incontinence with any movement or valsalva. The patient was prescribed detrol for mixed urinary incontinence. A repeat sling procedure is planned in the future.